Manufacturer narrative:
A review of tickets was performed for reagent lot number 22134fn00 that showed a discrepancy with nat testing. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained kit of alinity s hbsag reagent, list number 6p02-55, lot 22134fn00, was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate clinical sensitivity, 112 replicates of a sensitivity panel were tested. The sensitivity panel met specifications and no false nonreactive result was obtained. Further, a commercially available seroconversion panel (zeptometrix hbv seroconversion panel hbv11003) was tested. The seroconversion panel results were compared to historical data of alinity s hbsag and reagent lot 22134fn00 detected the same bleeds as reactive for the seroconversion panel. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity s hbsag reagent, list number 6p02-55, lot 22134fn00 was identified.

Event description:
The customer identified (B)(6) alinity s (B)(6) results for one sample in comparison to other methods. The sample was a blood donation. The following information was provided: sid (B)(6): (B)(6) 2021 initial result generated with alinity s serial number (B)(4) - (B)(6). Repeated (B)(6) 2021 result generated with alinity s (B)(4) (B)(6). Repeated with alternate methods: grifols panther 2332 [nat grifols end point pcr (procleix ultrio assays)] (B)(6). Roche cobas qpcr [nat roche cobas 4800 (B)(6)] (B)(6) npcr [npcr (s gene)] s+. Repeated with alternate methods at a reference lab: diasorin [diasorin murex (B)(6) version 3] (B)(6) abbott [architect (B)(6) assay] (B)(6) biomerieux [vidas (B)(6) total ii] (B)(6) abbott (architect (B)(6) igm assay) (B)(6) roche (cobas (B)(6) igm assay) (B)(6) no impact to patient management was reported. The blood unit was not released from the laboratory and was discarded.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.